Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad cover was removed and revealed contamination under all of the keypad button contacts. Unrelated to this issue, investigation revealed that the keypad was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.